Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Using a cement gun under the same conditions as usual, the hardening started in 3 minutes. Considering safety, another product was used (same lot). The mixture was stirred under the same conditions, but the curing time was 9 minutes, and there was no problem.